Manufacturer narrative:
The pump was received with a failed battery test and weak battery alarms due to the power connector on the battery tube not being plugged in properly. The pump had a minor scratched lcd window and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had tried using 5 or 6 batteries today and none are allowing her to use the pump. Customer was using (B)(4) batteries. Customer stated that the batteries were stored in room temperature. Customer cleaned the battery cap and inserted another battery. Customer stated that she received a weak battery alarm. Customer was advised that the pump will be replaced.